Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a navigation device being used for a cranial resection procedure. It was reported that the surgeon had completed 3 registrations. It was inaccurate off the skin 5 mm on one registration and then it was inaccurate to the left of the instrument when touching a point in the ear canal. The exam was to protocol, the patient was lateral, and was heavy. There was 15 minutes of delay and the navigation was aborted. It was noted that the procedure was completed without navigation and that the surgeon didn¿t really need navigation because the lesion was heavy. There was no impact to the patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the customer was not involved and that the rep had noticed the issue before the case and used another of the customers navigation systems to complete the case with no delay or patient harm. A medtronic representative went to the site to test the equipment. Testing revealed that the system needed a new axiem box, so the axiem box was replaced. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the patient was not an ideal candidate for tracer due to thickness. The patient was positioned on the side, so they were only able to capture the left side of the head with trace points.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Methodology: image analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with clarification of the event. It was reported that since the event the rep had tested the system with a model and determined that the system was functioning properly. The inaccuracy was due to registration difficulty in a lateral almost prone position. It was noted that the surgeon did not request navigation as it was a communication error with the clinic and therefore was unwilling to fix the camera angles, etc. It was noted that the challenges and remedies that they would have pursued had been reviewed with the surgeon.